Manufacturer narrative:
A cardioquip customer reported that the cpg assembly of their device was malfunctioning when switched to cold. Upon inspection of the device, the technician identified that both the cpg pump and valves were not functioning properly and required replacement. The technician replaced the faulty components and following the repair, the device passed inspection and is fully functional.

Event description:
The customer reports that cpg is not cooling. When user switches from main to cold, the temperature remains the same as if the device is set to main.